Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, the patient stated the cgm was displaying a low value but she could not recall the exact value. She stated it was below 100 mg/dl. The patient stated she did get an alert for the low. While she was getting a drink to help increase her glucose value, she became unconscious, had a seizure and bumped her head. The patient's husband called for an ambulance and they the patient arrived at the hospital, their bg was checked and it was 42 mg/dl. The patient did not know what the cgm value was during this time. While in the hospital, the patient's blood glucose was being monitored. Each time the bg was taken, they compared it to the cgm and the patient stated it was more than 20 (unknown if points or percent) difference. The patient stated they were kept at the hospital because they wanted to monitor her from the surgery they had for shoulder repair which occurred on the wednesday prior to this event. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.